Event description:
The MFR received info alleging a ventilator's ac inlet connector was broken. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's ac inlet connector will be replaced to address this issue. Device has been evaluated but not repaired, pending customer approval of the estimate.